Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient information and orders were not crossing over. The technical support specialist (tss) dialed into the server, ran the server downtime query, and confirmed the last successful processed xml time was current. Executed query by applying knowledge article medes: interface delayed/down notice and found messages crossing with no disconnected flag for carefusion coordination engine (cce) and restarted bd data sync, external messages, and all 4 net transmission control protocol (tcp) services, then re-ran the downtime query. Attempted to connect with the user three times but no response, so an email was sent. User later confirmed issue was resolved and the case was closed. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patient information and orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.